Event description:
Customer reported tempus ls failed to recognize ECG while used during cardiac arrest. Changed pads and electrodes to troubleshoot with no changes and was unable to acquire clear results. A user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received, and the investigation is in progress.